Event description:
Information received indicates the bed has no high or low functions working due to corrosion/fluid ingress onto the 22-pin connector on the retracting frame.

Manufacturer narrative:
The technician replaced the 22-pin connector to repair the bed.